Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time on the insulin pump was not advancing and the buttons were unresponsive. The caller stated that there was an alarm during or after the buttons stopped responding. Reviewed the alarm history and found a bolus stopped alarm. Instructed the customer to remove the battery and inserted a new battery, but the display still was frozen. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with unresponsive button due to corroded keypad traces. Display function properly with testing case. No frozen display noted and no moisture damage on the electronic assembly or motor.